Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. An transthoracic echocardiogram (tte) was conducted and it was noted that the device was embolized into left pulmonary artery (lpa) and it got retrieved percutaneously through left femoral vein ( lfv) access via transcatheter snare. Based on the information received, the cause for the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was results of case-specific circumstances as the physician used a snared to retrieve the device. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2024, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for a procedure. The patent ductus arteriosus (pda) minimal diameter was 2.8mm, pda diameter at aortic ampulla was 5mm, pda length was 6mm and the dimension of the defect was 2.8mm x 6mm. The sizing of the device was determined by angiogram and the device was implanted. The physician confirmed piccolo pulse checklist was used and stability check was performed. On (B)(6) 2024, a transthoracic echocardiogram (tte) was conducted and it was noted that the device was embolized into left pulmonary artery (lpa) and it got retrieved percutaneously through left femoral vein ( lfv) access via transcatheter snare. The procedure took less than 10 minutes from access to close. The physician mentioned the cause of embolization was possible spasm.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.